Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the touchscreen was intermittently unresponsive. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.